Event description:
Customer was hospitalized in 05 because customer was unaware that customer's insulin infusion set fell out. Customer thinks possibly the iv3000 dressing is defective. Continued investigation with the complaint initiator is in progress.